Event description:
It was reported patient was unable to receive effective therapy and diagnostics confirmed that most of the contacts exhibited high impedances. As such, surgical intervention was undertaken wherein the lead was replaced and effective therapy was restored post procedure.

Manufacturer narrative:
B3-date of event is exhibited. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.